Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on 05/02/2025. On 05/08/2025, it was reported that the patient experienced diabetic ketoacidosis (dka) due to inaccurate readings. The patient experienced memory loss, difficulty speaking, and a stroke. The patient did not had a bg meter at home. The reading on the dexcom before experiencing any symptoms was 178 mg/dl. When the patient experienced the symptoms, the dexcom receiver showed 235 mg/dl. The spouse, called the emergency medical team (emt). The emt took a bg reading inside the ambulance on the way to the hospital, and it was 600 mg/dl while the dexcom receiver showed 235 mg/dl. At the hospital, the patient could not remember the readings on the dexcom, and the doctor did not check the patient's readings using a bg meter. They performed a laboratory blood work. The laboratory confirmed that the patient's blood glucose level was 1008 mg/dl. The patient was treated with IV insulin. He was hospitalized for two days. The patient replaced the g7 wearable while in the hospital. Before leaving the hospital, the bg readings were 130 mg/dl on the dexcom receiver and 130 mg/dl on the bg meter. He was already negative for dka and stable. The patient was doing well at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When emt came, the reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional h2 additional information h6 investigation conclusion - additional.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient was critically ill while using the device, which is misuse of the device. It was indicated that the patient exposed components to MRI, CT scan, or diathermy treatment, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient experienced diabetic ketoacidosis (dka) due to inaccurate readings. The patient experienced memory loss, difficulty speaking, and a stroke. The patient did not had a bg meter at home. The reading on the dexcom before experiencing any symptoms was 178 mg/dl. When the patient experienced the symptoms, the dexcom receiver showed 235 mg/dl. The spouse, called the emergency medical team (emt). The emt took a bg reading inside the ambulance on the way to the hospital, and it was 600 mg/dl while the dexcom receiver showed 235 mg/dl. At the hospital, the patient could not remember the readings on the dexcom, and the doctor did not check the patient's readings using a bg meter. They performed a laboratory blood work. The laboratory confirmed that the patient's blood glucose level was 1008 mg/dl. The patient was treated with IV insulin. He was hospitalized for two days. The patient replaced the g7 wearable while in the hospital. Before leaving the hospital, the bg readings were 130 mg/dl on the dexcom receiver and 130 mg/dl on the bg meter. He was already negative for dka and stable. The patient was doing well at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When emt came, the reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.